Event description:
Harmonic scalpel blade stopped functioning on the second tonsil during a tonsil and adenoidectomy. Disposable blade replaced by another and the tonsil and adenoidectomy was completed.